Event description:
Peritonitis [peritonitis] ([pyrexia], [inflammatory reaction]) case narrative: initial information received on 19-may-2017 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference on 01-jun-2018 and transmitted to sanofi. This case involves a 39 years old female patient (162 cm and 53 kg) who experienced peritonitis, while she was treated with with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing ovarian neoplasm (surgery indication) and sickle cell trait. Notes: patient had no diabetes mellitus, anaemia, radiotherapy, allergic predisposition, history of surgery and smoking. Patient's nutritional status was good and pre-operative condition was generally healthy. Concomitant medications included cefotiam hydrochloride (cefotiam [cefotiam hydrochloride]) for prophylaxis. On 24-apr-2017, the patient was admitted to the reporting hospital for surgery. On 25-apr-2017, she underwent abdominal total hysterectomy, left adnexectomy, right salpingectomy, and omentectomy were performed by the reporting obstetrician/gynecologist for left ovarian tumour and 1 sheet of seprafilm (batch/lot number: 6bysep021 and expiration date: unknown) was applied to the pelvic floor (vaginal stump and peritoneal opening) once, without being applied directly to the anastomosis site and without using sepralap by another physician. No hyperthermic therapy was performed during the surgery. There was no infection in the application site. The condition of application was favorable. The physician who applied seprafilm was experienced in using seprafilm, and apparently had no problems with handling the product. No medical representative (mr) attended the surgery. No pre-existing adhesion was observed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (2 l). With regard to the anastomosis of the resection sites, the inner layer was sutured with 0 vicryl and 0 silk threads, and the outer layers were sutured with #2-0 vicryl (subserous layer), maxon (serous layer), and v-loc (dermis). The operative field was aseptic (clean). The length of laparotomy incision was 20 cm. The first layer (peritoneum) was sutured with absorbable thread (continuous suture). The skin was sutured by hands using absorbable thread (continuous suture). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 4 hours. The volume of haemorrhage was 486 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. No second look laparoscopy was performed. On the day, she received an antibiotic drug for prophylaxis of postoperative infection. On 26-apr-2017, 1 day after seprafilm placement, the patient developed moderate peritonitis (confirmed on CT) in the pelvic peritoneum (the onset site seemed obvious to be the application site of seprafilm). The patient started to have pyrexia 1 day after the surgery, and received prophylactic antibiotic medication; flomoxef sodium (flumarin) at 3 g/day via i.v. For high inflammatory reaction level. The condition eventually abated with the third drug. The same day, patient's wbc was 6600/mcl; crp: 6.82 mg/dl. On 27-apr-2017, her c-reactive protein (crp) increased to 17.01 action taken with carboxymethylcellulose, sodium hyaluronate (seprafilm) was not applicable. The patient developed an event of a serious pyrexia, serious high inflammatory reaction/ increased inflammatory reaction (flare) (inflammation) unknown time after starting use of carboxymethylcellulose and sodium hyaluronate. The patient was hospitalized for this event during 18 days. The patient was discharged on 12-may-2017 (hospitalization during 18 days). Relevant laboratory test results included: body temperature - on 27-apr-2017: 39 cel c-reactive protein - on 26-apr-2017: 6.82 mg/dl; on 27-apr-2017: 17.01 mg/dl; on 28-apr-2017: 15.91 mg/dl; on 01-may-2017: 6.64 mg/dl; on 04-may-2017: 13.12 mg/dl; on 08-may-2017: 2.31 mg/dl; on 12-may-2017: 0.65 mg/dl laboratory test - on an unknown date: wbc - on 26-apr-2017: 6600/mcl unk; on 27-apr-2017: 8000/mcl unk; on 28-apr-2017: 7300/mcl unk; on 01-may-2017: 4300/mcl unk; on 04-may-2017: 19200/mcl unk; on 08-may-2017: 4000/mcl unk; on 12-may-2017: 4907/mcl unk final diagnosis was peritonitis. The patient was treated with fluconazole (fluconazole), cefozopran hydrochloride (firstcin) and cilastatin sodium, imipenem (tienam). The patient outcome is reported as recovered / resolved on 12-may-2017 for peritonitis, as unknown for pyrexia and as unknown for high inflammatory reaction/ increased inflammatory reaction (flare). Returned: not available, date returned: additional information was received on 30-jun-2017. Global ptc number and ptc results were added. Lot number was removed. Text amended accordingly. Additional information was received on 06-jul-2017 from the obstetrician/gynaecologist. Medical history and concomitant medication was added. Additional symptoms of high inflammatory reaction/ increased inflammatory reaction (flare) and pyrexia were added along with details. Corrective treatment (flomoxef sodium, cefozopran hydrochloride and cilastatin sodium/imipenem) was added. Laboratory test results were added. Lot number of seprafilm was added. Reporting obstetrician/gynecologist's comment was updated. Clinical course was updated and text was amended accordingly. Additional information was received on 24-jul-2017 from obstetrician/gynecologist. Recovery date of peritonitis was updated from 19-may-2017 to 12-may-2017. Clinical course was updated and text was amended accordingly. Additional information was received on 01-jun-2018. Added company comment: lot history was inquired on lot#6bysep021. There were no complaints nor additional adverse events associated with this lot. The manufacturing date of the lot was 16-may-2016. Before shipment, it was verified that all batch records were reviewed and approved by quality assurance and the lot met all the manufacturing and quality control specifications. In processing the lot, there were 2 deviations: acceptable differences in calibration of barometer; humidity during the cycle of dryness. Following these investigations, quality control finally assessed that these deviations had no effects on the products or their quality. It was also reported that there was no environmental monitoring deviation nor change in management associated with processing the lot. The lot was sterilized with gamma ray irradiation. In the review of the certificate for irradiation, all the readouts of dosimeter were within the most/minimum time of exposure needed by seprafilm sterility specifications. There were no contents suggesting defective products in the lot history. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. .

Event description:
This unsolicited case from (B)(6) was received on 19- may-2017 from a physician (obstetrician/gynecologist). This case involves a (B)(6) female patient who experienced peritonitis 1 day after placement of seprafilm. No past drug or concomitant medication was reported. The underlying disease (surgery indication) was left ovarian tumour. There was no concurrent condition before surgery and no concomitant use of other medical devices. On (B)(6) 2017, abdominal total hysterectomy, left adnexectomy, and omentectomy were performed by the reporting obstetrician/gynecologist for left ovarian tumour, and 1 sheet of seprafilm (batch/lot number: 6bysep02 and expiration date: unknown) was applied to the pelvic floor (vaginal stump and peritoneal opening) by another physician without using sepralap. The physician who applied seprafilm was experienced in using seprafilm, and apparently had no problems with handling the product. No medical representative (mr) attended the surgery. On (B)(6) 2017, 1 day after seprafilm placement, the patient developed moderate peritonitis in the pelvic peritoneum (the onset site seemed obvious to be the application site of seprafilm). The patient started to have pyrexia 1 day after the surgery, and received prophylactic antibiotic medication. The condition eventually abated with the third drug. On (B)(6) 2017, the event resolved. Corrective treatment: unspecified drug, antibiotic medication. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and the results for the same were pending. Diagnosis: peritonitis. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: as no lymph node excision had been performed, the event was considered to be caused by seprafilm.

Event description:
This unsolicited case from (B)(6) was received on 19- may-2017 from a physician (obstetrician/gynecologist). This case involves a (B)(6) female patient who experienced peritonitis 1 day after placement of seprafilm. No past drug or concomitant medication was reported. The underlying disease (surgery indication) was left ovarian tumour. There was no concurrent condition before surgery and no concomitant use of other medical devices. On (B)(6) 2017, abdominal total hysterectomy, left adnexectomy, and omentectomy were performed by the reporting obstetrician/gynecologist for left ovarian tumour, and 1 sheet of seprafilm (batch/lot number: 6bysep02 and expiration date: unknown) was applied to the pelvic floor (vaginal stump and peritoneal opening) by another physician without using sepralap. The physician who applied seprafilm was experienced in using seprafilm, and apparently had no problems with handling the product. No medical representative (mr) attended the surgery. On (B)(6) 2017, 1 day after seprafilm placement, the patient developed moderate peritonitis in the pelvic peritoneum (the onset site seemed obvious to be the application site of seprafilm). The patient started to have pyrexia 1 day after the surgery, and received prophylactic antibiotic medication. The condition eventually abated with the third drug. On (B)(6) 2017, the event resolved. Corrective treatment: unspecified drug, antibiotic medication. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The lot number provided by the reporter, 6bysep02 was not a complete or valid seprafilm lot number. Seprafilm lot numbers have three numbers at the end thus the incomplete lot number provided could be any of 11 different lots that were produced that have a 2 included as one of last two digits of the lot number. Clarification on the complete lot number from the reporter has been requested. Until a complete and valid lot number has been received, sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a complete and valid lot number for this event was reported at a later date, this product event would be reopened and a lot history investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: peritonitis reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: as no lymph node excision had been performed, the event was considered to be caused by seprafilm. Additional information was received on 30-jun-2017. Global ptc number and ptc results were added. Lot number was removed. Text amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a physician (obstetrician/gynecologist). This case involves a (B)(6) year old female patient who experienced peritonitis 1 day after placement of seprafilm. No past drug was reported. The underlying disease (surgery indication) was left ovarian tumour. There was no concurrent condition before surgery and no concomitant use of other medical devices. Patient was a hbs carrier. Patient had no diabetes mellitus, anaemia, radiotherapy, allergic predisposition, history of surgery and smoking. Patient's nutritional status was good and pre-operative condition was generally healthy. Concomitant medication included cefotiam for prophylaxis of post-operative infection. On (B)(6) 2017, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2017, she underwent abdominal total hysterectomy, left adnexectomy, right salpingectomy, and omentectomy were performed by the reporting obstetrician/gynecologist for left ovarian tumour and 1 sheet of seprafilm (batch/lot number: 6bysep021 and expiration date: unknown) was applied to the pelvic floor (vaginal stump and peritoneal opening) once, without being applied directly to the anastomosis site and without using sepralap by another physician. No hyperthermic therapy was performed during the surgery. There was no infection in the application site. The condition of application was favorable. The physician who applied seprafilm was experienced in using seprafilm, and apparently had no problems with handling the product. No medical representative (mr) attended the surgery. No pre-existing adhesion was observed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (2 l). With regard to the anastomosis of the resection sites, the inner layer was sutured with 0 vicryl and 0 silk threads, and the outer layers were sutured with #2-0 vicryl (subserous layer), maxon (serous layer), and v-loc (dermis). The operative field was aseptic (clean). The length of laparotomy incision was 20 cm. The first layer (peritoneum) was sutured with absorbable thread (continuous suture). The skin was sutured by hands using absorbable thread (continuous suture). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 4 hours. The volume of haemorrhage was 486 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. No second look laparoscopy was performed. On the day, she received an antibiotic drug for prophylaxis of postoperative infection. On (B)(6) 2017, 1 day after seprafilm placement, the patient developed moderate peritonitis (confirmed on CT) in the pelvic peritoneum (the onset site seemed obvious to be the application site of seprafilm). The patient started to have pyrexia 1 day after the surgery, and received prophylactic antibiotic medication; flomoxef sodium (flumarin) at 3 g/day via i.v. For high inflammatory reaction level. The condition eventually abated with the third drug. The same day, patient's wbc was 6600/mcl; crp: 6.82 mg/dl. On (B)(6) 2017, her c-reactive protein (crp) increased to 17.01 mg/dl, wbc: 8000/mcl and she had pyrexia of 39â°c. As the pyrexia did not improve, the treatment was switched to cefozopran hydrochloride (firstcin) at 3 g/day via i.v. (From (B)(6) 2017 to (B)(6) 2017). On (B)(6) 2017, patient's wbc: 7300/mcl; crp: 15.91 mg/dl and on (B)(6) 2017 wbc: 4300/mcl and crp: 6.64 mg/dl. Subsequently, the inflammatory reaction tended to decrease, and the pyrexia tended to resolve. On (B)(6) 2017, she had pyrexia and increased inflammatory reaction again (flare), the treatment was switched to cilastatin sodium/imipenem (tienam) at 1 g/day via i.v. (From (B)(6) 2017 to (B)(6) 2017). On (B)(6) 2017, patient's wbc: 19200/mcl; crp, 13.12 mg/dl and on (B)(6) 2017, patient's wbc was 4000/mcl and crp: 2.31 mg/dl. On (B)(6) 2017, as patient was confirmed to have no recurrent pyrexia, patient was recovered and was discharged from the hospital. On the same day, patient's wbc was 4907/mcl and crp: 0.65 mg/dl. The hospitalization had been prolonged due to the event. No re-hospitalization or re-laparotomy was performed for the event. Corrective treatment: unspecified drug, flomoxef sodium, cefozopran hydrochloride and cilastatin sodium/imipenem. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The lot number provided by the reporter, 6bysep02 was not a complete or valid seprafilm lot number. Seprafilm lot numbers have three numbers at the end thus the incomplete lot number provided could be any of 11 different lots that were produced that have a 2 included as one of last two digits of the lot number. Clarification on the complete lot number from the reporter has been requested. Until a complete and valid lot number has been received, sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a complete and valid lot number for this event was reported at a later date, this product event would be reopened and a lot history investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: peritonitis. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: as no lymph node excision had been performed, the event was considered to be caused by seprafilm. Other possible causative factors for the event were unknown. Postoperative pelvic peritonitis developed in this case. This case was suspected to have benign to marginally malignant disease. The surgery was performed in conformity with a surgery for benign diseases, and no lymph node excision was performed. A postoperative CT scan showed peritoneal thickening in the application site of seprafilm, and infection was considered possible. Additional information was received on 30-jun-2017. Global ptc number and ptc results were added. Lot number was removed. Text amended accordingly. Additional information was received on (B)(6) 2017 from the obstetrician/gynaecologist. Medical history and concomitant medication was added. Additional symptoms of high inflammatory reaction/ increased inflammatory reaction (flare) and pyrexia were added along with details. Corrective treatment (flomoxef sodium, cefozopran hydrochloride and cilastatin sodium/imipenem) was added. Laboratory test results were added. Lot number of seprafilm was added. Reporting obstetrician/gynecologist's comment was updated. Clinical course was updated and text was amended accordingly. Additional information was received on (B)(6) 2017 from obstetrician/gynecologist. Recovery date of peritonitis was updated from (B)(6) 2017 to (B)(6) 2017. Clinical course was updated and text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a physician (obstetrician/gynecologist). This case involves a (B)(6) year old female patient who experienced peritonitis 1 day after placement of seprafilm. No past drug was reported. The underlying disease (surgery indication) was left ovarian tumour. There was no concurrent condition before surgery and no concomitant use of other medical devices. Patient was a hbs carrier. Patient had no diabetes mellitus, anaemia, radiotherapy, allergic predisposition, history of surgery and smoking. Patient's nutritional status was good and pre-operative condition was generally healthy. Concomitant medication included cefotiam for prophylaxis of post-operative infection. On (B)(6) 2017, the patient was admitted to the reporting hospital for surgery. On (B)(6) 2017, she underwent abdominal total hysterectomy, left adnexectomy, right salpingectomy, and omentectomy were performed by the reporting obstetrician/gynecologist for left ovarian tumour and 1 sheet of seprafilm (batch/lot number: 6bysep021 and expiration date: unknown) was applied to the pelvic floor (vaginal stump and peritoneal opening) once, without being applied directly to the anastomosis site and without using sepralap by another physician. No hyperthermic therapy was performed during the surgery. There was no infection in the application site. The condition of application was favorable. The physician who applied seprafilm was experienced in using seprafilm, and apparently had no problems with handling the product. No medical representative (mr) attended the surgery. No pre-existing adhesion was observed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (2 l). With regard to the anastomosis of the resection sites, the inner layer was sutured with 0 vicryl and 0 silk threads, and the outer layers were sutured with #2-0 vicryl (subserous layer), maxon (serous layer), and v-loc (dermis). The operative field was aseptic (clean). The length of laparotomy incision was 20 cm. The first layer (peritoneum) was sutured with absorbable thread (continuous suture). The skin was sutured by hands using absorbable thread (continuous suture). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 4 hours. The volume of haemorrhage was 486 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. No second look laparoscopy was performed. On the day, she received an antibiotic drug for prophylaxis of postoperative infection. On (B)(6) 2017, 1 day after seprafilm placement, the patient developed moderate peritonitis (confirmed on CT) in the pelvic peritoneum (the onset site seemed obvious to be the application site of seprafilm). The patient started to have pyrexia 1 day after the surgery, and received prophylactic antibiotic medication; flomoxef sodium (flumarin) at 3 g/day via i.v. For high inflammatory reaction level. The condition eventually abated with the third drug. The same day, patient's wbc was 6600/mcl; crp: 6.82 mg/dl. On (B)(6) 2017, her c-reactive protein (crp) increased to 17.01 mg/dl, wbc: 8000/mcl and she had pyrexia of 39°c. As the pyrexia did not improve, the treatment was switched to cefozopran hydrochloride (firstcin) at 3 g/day via i.v. (From (B)(6) 2017). On (B)(6) 2017, patient's wbc: 7300/mcl; crp: 15.91 mg/dl and on (B)(6) 2017 wbc: 4300/mcl and crp: 6.64 mg/dl. Subsequently, the inflammatory reaction tended to decrease, and the pyrexia tended to resolve. On (B)(6) 2017, she had pyrexia and increased inflammatory reaction again (flare), the treatment was switched to cilastatin sodium/imipenem (tienam) at 1 g/day via i.v. (From (B)(6) 2017). On (B)(6) 2017, patient's wbc: 19200/mcl; crp, 13.12 mg/dl and on (B)(6) 2017, patient's wbc was 4000/mcl and crp: 2.31 mg/dl. On (B)(6) 2017, as patient was confirmed to have no recurrent pyrexia, patient was discharged from the hospital. On the same day, patient's wbc was 4907/mcl and crp: 0.65 mg/dl. The hospitalization had been prolonged due to the event. No re-hospitalization or re-laparotomy was performed for the event. On (B)(6) 2017, the event resolved. Corrective treatment: unspecified drug, flomoxef sodium, cefozopran hydrochloride and cilastatin sodium/imipenem. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The lot number provided by the reporter, 6bysep02 was not a complete or valid seprafilm lot number. Seprafilm. Lot numbers have three numbers at the end thus the incomplete lot number provided could be any of 11 different. Lots that were produced that have a 2 included as one of last two digits of the lot number. Clarification on the complete lot number from the reporter has been requested. Until a complete and valid lot number has been received, sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a complete and valid lot number for this event was reported at a later date, this product event would be reopened and a lot history investigation would be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: peritonitis. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: as no lymph node excision had been performed, the event was considered to be caused by seprafilm. Other possible causative factors for the event were unknown. Postoperative pelvic peritonitis developed in this case. This case was suspected to have benign to marginally malignant disease. The surgery was performed in conformity with a surgery for benign diseases, and no lymph node excision was performed. A postoperative CT scan showed peritoneal thickening in the application site of seprafilm, and infection was considered possible. Additional information was received on 30-jun-2017. Global ptc number and ptc results were added. Lot number was removed. Text amended accordingly. Additional information was received on 06-jul-2017 from the obstetrician/gynaecologist. Medical history and concomitant medication was added. Additional symptoms of high inflammatory reaction/ increased inflammatory reaction (flare) and pyrexia were added along with details. Corrective treatment (flomoxef sodium, cefozopran hydrochloride and cilastatin sodium/imipenem) was added. Laboratory test results were added. Lot number of seprafilm was added. Reporting obstetrician/gynecologist's comment was updated. Clinical course was updated and text was amended accordingly.